Manufacturer narrative:
Evaluation: results: visual analysis observed that the cannula from the epiducer was severely kinked approximately 5 cm from the blue cannula hub. The tip of the cannula was damaged. The lead blank was returned with the epiducer, and the paddle measured within specifications. Conclusions: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient ((B)(6)) was undergoing an implant procedure on (B)(6) 2011 to receive a scs system. The physician allegedly used a lead blank in the epiducer and wanted to pull it back out of the epidural space. It was reported that it became stuck upon removal damaged the epiducer. The epiducer was removed, and the physician made a new puncture. No further patient complications were reported.